Manufacturer narrative:
The pump was opened and inspection found a diode and a ferrite burnt on the pcb. This could have been caused by a defective diode or a power surge. The pcb was replaced to resolve the issue.

Event description:
The customer alleged the pump overheats when plugged in.